Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post-operative the patients right ventricular (rv) lead perforated, resulting in a pericardiocentesis procedure. The lead was removed and a new lead was implanted without incident. No further patient complications have been reported as a result of this event.